Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth and infection at the abutment site. Subsequently, the patient underwent skin revision and an abutment change under general anaesthetic. The patient was treated with IV antibiotics (date not reported).